Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge kept failing. A field service engineer replaced the latch that would not register as closed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge on 3west remote manager keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.